Event description:
It was reported that during a coronary artery drug eluting stent treatment procedure, stent damage occurred. The physician attempted to treat an unk lesion with a taxus express2 3.00x12mm drug eluting stent. The 3.00x12mm taxus express2 stent was unable to cross the target lesion. The stent was noted to be "slightly deformed". The procedure was completed with a different device. There were no reported pt complications. The pt's condition is listed as "good".